Event description:
The pt experienced an overdose and was in a "narcotic coma." The pt was hospitalized. It was unk by the reporter if a pump refill was done. The pump delivered dilaudid. Additional info has been requested from the hcp (healthcare professional), but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).